Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the electrodes. The irritation was reported to be red, itchy and the size of the electrodes. He reported that his doctor recommended the use of baby powder. During a follow up the patient reported that the irritation had improved. No allegation of a device malfunction contributing to the rash.